Event description:
It was reported while the stimulation was on the patient experienced increased pain, ¿not working.¿ it was noted that the patient was in a motor vehicle accident ¿years ago.¿ it was noted that for the past year the patient told her insurance representative that the implantable neurostimulator (ins) did not work. It was noted that when the ins was turned on it increased the patient¿s pain. It was noted that the patient had her device reprogrammed 3 times, but each time it did not do any good. It was noted that 6 months ago was ¿possibly¿ the last time the patient had the ins adjusted by the doctor. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# j0005699v, implanted: (B)(6) 2000, product type: lead; product ID 3487a, lot# j0005699v, implanted: (B)(6) 2000, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
Additional information received stated that the patient reported increased pain to the caller and this had been ongoing since 6-8 months prior to 2014 (B)(6). The caller noted that the patient would not say if they had reprogramming done. The caller noted that when the patient turned it up to relieve pain the therapy made their leg hurt so bad that they could not use the therapy. The reason for the call was to ask about implantable neurostimulator (ins)/therapy use for most patients.